Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-25232. The pt has two lead adapters with the same lot number. It was reported, the pt has been experiencing soreness at the ipg for the past several months due to the location of the ipg. It was also reported, the pt is experiencing a tingling sensation at the ipg and lead sites with stimulation on. Diagnostics revealed invalid impedances. In turn, the pt still has effective coverage and stimulation. The pt will undergo surgical intervention to address the issues. The pt is not implanted with sjm scs leads.